Event description:
In 2/2002, lfs india received a subpoena from the pt's attorney requesting compensation for the pt with an allegation of hypoglycemia. On 12/2001 a letter from the pt's spouse had been received. Hard copy on file. Spouse neither alleged harm nor reported a hypoglycemic event. Spouse wrote that the enhanced basic had been purchased in 11/2001. At the recommendation of the physician, pt tested four different times in 12/2001 reportedly simultaneously with the "patholgoy lab". The meter was returned to place of purchase. Spouse requested lfs india to "provide a "trouble free accurate" one touch basic plus" [enhanced basic]. Comparisons below. Pt's meter: 114, lab result: 105.2 (fasting at 0745 hrs); 159, 115.6 (2 hrs after breakfast at 0945 hrs), 124, 108.8 (2 hrs after lunch at 1530hrs). 107, 101.8(2 hrs after dinner at 2230hrs). No other info was provided. Strip lot unknown. Unknown if pt used genuine one touch test strips. In india the one touch strips are plasma calibrated. Assuming the pt used one touch plasma calibrated, the percent variances were 9%, 37%, 15%, 5%. It is unknown if capillary blood was placed on the tests strips. Tests in a fed state with a capillary sample for the strips can be higher than a lab result. The pt did not provide info to determine if they allegedly was hypoglycemic in 12/2001 or another date, if medical intervention had taken place, or if pt considers the lab comparison test as 'hypoglycemic results'. A rep attempted to gather critical info in 04/2002. The pt refused, directing the rep to their attorney.